Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.5 x24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the first most proximal strut had opened slightly from the stent profile, a stent strut at the mid-section (8th from proximal end of stent) had lifted upwards and pulled distally from the stent profile. This type of damage is consistent with the stent encountering resistance in an attempt to withdraw the device. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along full length of catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target located in the proximal left anterior descending (lad)artery. A 2.5x34mm stent was implanted and was post-dilated with a 2.75x12mm non-compliant balloon. The lesion in the mid lad was predilated with a 2.25mm balloon. A 2.50x24 synergy¿ drug eluting stent was advanced but failed to cross the previously implanted stent at the proximal lad. Following removal of the device, it was noted that the stent strut was damaged. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent damage occurred. The target located in the proximal left anterior descending (lad)artery. A 2.5x34mm stent was implanted and was post-dilated with a 2.75x12mm non-compliant balloon. The lesion in the mid lad was predilated with a 2.25mm balloon. A 2.50x24 synergy¿ drug eluting stent was advanced but failed to cross the previously implanted stent at the proximal lad. Following removal of the device, it was noted that the stent strut was damaged. The procedure was completed with a different device. No patient complications were reported.